Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Boston scientific technical services (ts) discussed that if reproducing, probably it has an insulation issue. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Boston scientific technical services (ts) discussed that if reproducing, probably it has an insulation issue. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that this lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.